Event description:
The physician was treating a below the knee lesion with an amphirion deep otw. When the device was removed from packaging the balloon had a visual kink. Physician used the balloon in hope that this kink would disappear during inflation however the balloon ruptured. The physician then opened a second amphirion deep, again a visual kink was noted. Balloon was used but again the balloon ruptured. The procedure was finished with another amphirion deep without any problems. Patient was reported to be well.

Manufacturer narrative:
Evaluation results/conclusion: failure to follow instructions: IFU states not to use a catheter that has been damaged. (B)(4).

Manufacturer narrative:
Related to operational context- kink and balloon burst most likely procedural related.

Event description:
Evaluation summary: traces of blood and radio opaque solution detected on the device. Two kinked points were detected on the distal section close to the tip under the balloon. A guide wire was inserted and low friction detected during the passage in the kinked parts. An attempt to inflate the balloon was performed however no inflation was possible due to a leakage on the balloon. The balloon was analyzed and a cut was detected due to a longitudinal burst. The cut length was about 6 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.